Manufacturer narrative:
The field service representative (fsr) inspected the analyzer, performed several troubleshooting procedures, and determined the tubing, peristaltic head (rohs) and the bellows, bellows only (rohs) were the causes of the issue. Both parts were replaced resolving the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for serial (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends for the tubing, peristaltic head (rohs), or the bellows, bellows only (rohs), or the architect c4000 instrument. The calculated erratic rates for the architect c4000, c8000, and the c4000 systems were all below the upper control limit. Additionally, labeling was reviewed and found to be adequate. The architect system operations manual addresses operational precautions and limitations, troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentration and erratic sample results. The architect c4000 system service and support manual provides removal and replacement procedures for the tubing, peristaltic head (rohs) (7-35009685-02). And the bellows, bellows only (rohs) (2-89054-02). Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated ldh (lactate dehydrogenase) results generated on the architect c4000 processing module for one patient diagnosed with lymphoma. Sid (B)(6) generated an initial result of 937 u/l (no errors/flags on the report, sample not hemolyzed) (normal range 98 to 192 u/l). The doctor questioned the result and a new sample was drawn sid (B)(6) with a result of 143 u/l. The original sample sid (B)(6) was repeated, and the result was 112 u/l. The customer stated that the patient had to be re-stuck, however, no adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.